Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The balloon size was printed on the balloon hub of the catheter identified the returned sample as an 7mm x 8cm balloon. The balloon appeared to have been previously inflated. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting from the barrel of the balloon. A longitudinal rupture was observed, beginning on the barrel of the balloon, 2.7cm from the distal tip and continued proximally for 1.7cm. As a result of the rupture, the polyimide was exposed underneath. The balloon showed no other anomalies that indicated how the rupture originated. No other anomalies were observed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Additional adverse reactions: additional intervention, vessel dissection, perforation, rupture, spasm. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the third inflation, the pta balloon ruptured at 16 atm causing a vessel rupture and extravasation. It was further reported that hemostasis was achieved via balloon tamponade followed with the placement of a covered stent. There was no reported retraction difficulty through the sheath. There was no known impact or consequence to patient.